Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the pump had intermittent power. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots on the date of the reported event. A visual inspection of the pump revealed the battery compartment was cracked. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump, however, while attempting a 24- hour testing with a basal program, the pump powered intermittently. The pump¿s cover was removed and no evidence of moisture; further inspection showed a loose internal component detached and floating within the pump. The complaint of intermittent power was duplicated during investigation due to a loose component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.